Manufacturer narrative:
(B)(4). Troubleshooting by technical services determined the location board cable was faulty and the site ordered a new cable. The cable was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia. If additional information is received a follow-up report will be submitted.

Event description:
Site reported the location board was not detected despite being connected to the system during a superdimension procedure and the physician cancelled the case. The patient was under general anesthesia. There was no report of patient injury, death or other serious adverse event. If additional information pertinent to the incident is obtained a follow-up report will be submitted.